Manufacturer narrative:
A device evaluation confirmed the customer allegation. Due to a pinhole on a-rubber, water tightness is lost. Scratches were found throughout the device. The adhesive on bending section cover was detached. Suction cylinder and forceps channel was shaved. The universal cord had a dent. S cord connector was dirty. Angulation was out of specified value. Due to damage on charge coupled device (ccd) unit, the image has black dots. The light guide (lg) lens had a chip. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, an inspection of the videoscope exhibited low angulation and leakage from the bending section cover. The device was returned and a device evaluation revealed presence of foreign material in the forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue "low angulation and leakage from the bending section cover" was noted during reprocessing. There was no procedure or patient involvement.